Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information the patient had a balloon burst when the catheter was bypassed / pulled out. Catheter was replaced. No harm to the patient.